Event description:
It was reported that the devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that (1) lcsk5 would not work properly. A solid tone was heard even after it was undone and put back together. (1) 355ld trocar had a ripped gasket and was leaking. Another lcks55 and 355ld was used to complete the case. There was no consequence to the pt.